Manufacturer narrative:
It was reported that during a procedure, the fiber smelt burnt and was broken at the connector. A DHR review was unable to be conducted as the lot number for the suspect product could not be confirmed. The customer has indicated they will return the fiber, but it has not been returned within the timeframe of this complaint investigation. Past complaints were reviewed, and there is no identifiable trend in complaints related to thulio fibers breaking. The risk related to a fiber break is identified as medium. The root cause cannot be fully determined without evaluating the fiber.

Event description:
Dmta received a report that during a procedure, the fiber smelt burnt and was broken at the connector. No harm to the patient was reported.